Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent an explant procedure wherein all the devices were removed. Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient would undergo an explant procedure due to her body rejecting the implant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16325685, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient would undergo an explant procedure due to her body rejecting the implant.

Manufacturer narrative:
A returned product analysis of the ipg indicated that the impedance of the electrode #26 was extremely low (0 ohm) with load connected. There was abnormal output on the node as the device was depositing excessive charge on the output. It was determined that the node was shorted to the vh node inside the slave asic (u3). The patient's profile indicated that the electrode was assigned to a negative terminal (cathode). Analysis of sc-2366-70/1003409, 1003413, 1004420: indicated that the lead was cut, and the distal end portion was not returned. X-ray inspection found no cable breakage. The returned lead sc-2366-70/1005474 was analyzed and no anomalies were found. A review of the manufacturing documentation for all of the explanted devices including lead sc-2366-70/1003427 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory. Analysis of the clik anchor revealed that there was missing silicone material from the torn eyelets. It was confirmed that the silicone had been torn when the clik anchor was removed and that the silicone was removed from the patient.

Event description:
A report was received that the patient would undergo an explant procedure due to her body rejecting the implant.

Event description:
A report was received that the patient would undergo an explant procedure due to her body rejecting the implant.